Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting could not be observed with the photo provided. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the bd microtainer® tube with k2e (k2edta) clotted during use. The tubes were being used for experiments on mice, and no coagulation was found before sending the sample out for testing. The sample transfer time reportedly took "1 hour", and was kept at "room temperature". The following information was provided by the initial reporter, translated from chinese to english: "during use this batch, the customer found some tubes blood clotting. The customer uses it to collect the blood of experimental mice; the collection methods meet the standards; no coagulation was found before the sample was sent out for testing; the sample transfer time is 1 hour, and the transfer temperature is kept at room temperature."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® tube with k2e (k2edta) clotted during use. The tubes were being used for experiments on mice, and no coagulation was found before sending the sample out for testing. The sample transfer time reportedly took "1 hour", and was kept at "room temperature". The following information was provided by the initial reporter, translated from chinese to english: "during use this batch, the customer found some tubes blood clotting. The customer uses it to collect the blood of experimental mice; the collection methods meet the standards; no coagulation was found before the sample was sent out for testing; the sample transfer time is 1 hour, and the transfer temperature is kept at room temperature."